Manufacturer narrative:
As reported in a research article, a patient underwent a transcatheter closure of a coronary-cameral fistula using an amplatzer vascular plug sometime between june 2002 and december 2017. One year post procedure an event of recanalization and residual shunt was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, " transcatheter closure of large coronary-cameral fistulas using the patent ductus arteriosus occluder or amplatzer vascular plugs" was reviewed this research article reported a (B)(6) year old male with a lad-to-ra fistula who underwent successful transcatheter closure(tcc) using a 11mm amplatzer vascular plug(avp) and tornado coils sometime between june 2002 to december 2017. At 1 year post- procedure the patient presented with a late recanalization and an angiography demonstrated a residual shunt. The patient was asymptomatic, but underwent re-intervention and the recanalized fistula was treated successfully using two additional coils with complete occlusion. The article concluded that tcc of large sized ccf's using the patent ductus arteriosus occluder or avp is a safe and effective therapy in anatomically suitable candidates, with favorable long-term outcomes. The primary author of the article is liang tang, md, department of cardiology, the second xiangya hospital of central south university, changsha, china.